Event description:
Customer reported the patient had returned from interventional radiology with a new dual lumen power port PICC placed. Epirubicin in a 250ml bag was primed with d5w in pharmacy so the line was clear. The infusion line with the attached texium was attached to the patient's new PICC line at the white port (unknown model # and unknown manufacturer). The infusion was started to run at 500ml/hr. After 10 minutes there was a small thumb size red drop, same color as solution, on the pad under the infusion and a red drip was found at the texium tip attached to the PICC valve. The infusion was stopped, disconnected, reconnected again and leaked occurred again. Reporter then disconnected the infusion line, removed the texium, and reattached the infusion line directly to the PICC valve. No further leak was noted. All products were discarded after the infusion was completed. No additional information was provided. Reporter could not identify the valve on the PICC line.

Manufacturer narrative:
(B)(4). The customer reported the product was discarded. The lot number was not identified; therefore, a lot history record review could not be performed.